Event description:
It was reported that while using the surgical fiber during a prostate procedure, a big diminution of tissue vaporization was observed at 194,765 joules of use; no fiberlife message was received from the laser system; however, the physician chose to complete the case using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber exhibited a circumferential fracture at the beveled edge. The glass cap/fiber proximal to fracture can rotate independently of metal cap. The glass cap distal to fracture remains attached to the metal cap. The glass cap shows mild devitrification at the output window. The metal cap shows detritus. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The most probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.